Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and dat test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self-test, off no power alarm test and unexpected restart error test. Data analysis: there is no data available due to the unit did not have a battery installed when received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018. The cause of death was pancreatic cancer. The customer had a large mass on his pancreas, liver, and spleen. The caller stated that the customer had back pain possibly arthritis around the spine and a blood clot in the lungs that may have led to the customer's passing. The customer¿s blood glucose was 6.5 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 48 hours prior to passing at the time of admission. The caller is unsure if the customer was using sensors. The caller agreed to return the insulin pump for analysis.